Manufacturer narrative:
Initial 1 of 2. This emdr is being submitted for an unknown number quantity. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a leakage issue in which the infusion sets tubing was leaking at the site on (B)(6) 2026. And the patient confirm that the connector clicked into cannula housing when connecting the tubing to the site.